Manufacturer narrative:
Investigation summary: the event unit was not returned to applied medical for evaluation, and the lot number was not provided. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: lap chole. Event description: both patients had to return to surgery later the same day of their surgery to stop the bleeding. The clips came off of the artery. The clips were not located. The patient's had hemoglobin of approximately 6 or 7. CT scan was performed and the surgery area, top left, was black and blue. The surgeon used an applied medical clip applier to stop the bleeding on the first patient and with a competitor clip applier on the second patient. One patient was 36 years old and the other patient was in their 60's. Both patients are ok post surgery. The chief of surgery was the surgeon and has used the applied medical clip applier for more than one year. The surgeon knows to squeeze plastic to plastic. The devices were discarded and the lot number is unknown. One surgery occurred on nov192018 and the second occurred on 20nov2018. Patient status: the patient is doing ok after returning to surgery to stop the bleeding.

Manufacturer narrative:
The event device will not be returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lap chole. Event description: both patients had to return to surgery later the same day of their surgery to stop the bleeding. The clips came off of the artery. The clips were not located. The patient's had hemoglobin of approximately 6 or 7. CT scan was performed and the surgery area, top left, was black and blue. The surgeon used an applied medical clip applier to stop the bleeding on the first patient and with a competitor clip applier on the second patient. One patient was (B)(6) and the other patient was in their 60's. Both patients are ok post surgery. The chief of surgery was the surgeon and has used the applied medical clip applier for more than one year. The surgeon knows to squeeze plastic to plastic. The devices were discarded and the lot number is unknown. One surgery occurred on (B)(6) 2018 and the second occurred on (B)(6) 2018. Patient status: the patient is doing ok after returning to surgery to stop the bleeding.